Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the manufacturer's field service engineer (fse) on the v60 indicating that the while servicing the device, it was observed that the device was getting an error code 1134 check vent: blower stalled message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed an error code 1134 check vent: blower stalled message. Issues were found with the blower assembly. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 16dec2024, it was confirmed that there were issues found with the blower assembly which contributed to error code 1134. The loud noise came from the blower not being fixed properly, blower mount grommet screw missing. While on site, the unit was checked and found the on switch pressed and ventilation started with loud noise and after 10/12 sec stopped. Opened the unit and found blower assembly not fixed properly and tubing outlet clamp missing, which is the reason for the blower noise, then cross-checked blower assembly but system automatically ventilation stopped in 10/12 sec. Then cross-checked motor control board and confirmed that the mc board was faulty. The device has not been repaired yet. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about the repair of this device, but the fse has not been able to get a response from the customer for the repair to be performed. At this time the customer has declined service and repair. This file is closed and can be reopened if new information becomes available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.